Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/10/2024, it was reported by a sales representative via phone that an ar-4020c-07 fastthread biocomposite interference screw broke during insertion. All the broken fragments were removed. The case was completed using an ar-4020c-06 fastthread biocomposite interference screw. This was discovered during an mpfl procedure on (B)(6) 2024. The case was not delayed.

Manufacturer narrative:
Additional information g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.